Manufacturer narrative:
(B)(4).

Event description:
The customer experienced calibration and qc issues, and then noticed the reagent probe was shaking and was retaining a drop of water on the tip. Patient samples were repeated on (B)(6) 2015 and it was discovered that questionable inorganic phosphorus, prealbumin and ammonia results were generated for samples processed by the modular preanalytic analyzer (mpa). Of the data provided for 18 patient samples, only the results for 12 patient samples were discrepant. Patient 1 initial phosphorus result was 9.1 mg/dl and the repeat result was 4.1 mg/dl. Refer to the attachment to the medwatch for all other patient data. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The phosphorus reagent lot number was 61477901 with an expiration date of 08/31/2016. The prealbumin reagent lot number was 60076801 with an expiration date of 03/31/2016. The field service representative found the reagent probe was misaligned. He realigned the probe and ran precision which passed. The customer ran calibration and qc which passed.